Event description:
It was reported, during an implant procedure, the physician experienced advancing the lead in the right ventricle. It was reported that the physician assumed the helix is screwed out. Therefore, he tried to get the helix back into the lead, which did not work. It was noted the physician was observed turning the pinch on the tool in the right direction. Consequently, this device was removed and replaced without incident.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Analysis findings indicated the stylet was stuck in the lead due to dried blood. It appears the distal coil was stretched due to pulling on the stuck stylet trying to remove it. The stylet was removed by soaking the lead in saline. The helix would not extend or retract properly due to the stretched distal coil at the distal end of the lead. Electrical testing to determine continuity of the conductor(s) passed. Primary analysis findings noted distal conductor distorted at electrode end (within 20 cm). Damage at implant noted.